Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, the suggested event most likely occurred as a result of a worn, weakened, corroded, or broken down device due to processes such as aging, permeation, and corrosion. Olympus will continue to monitor field performance for this device. Updated fields: d9, g3, g6, h2, h3, h6, h11.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had blue gel stuck in the scope. There were no reports of patient harm.